Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels of 500 mg/dl. The customer mentions sets and reservoir are not connecting, loose and they leak. The customer was assisted with trouble shooting infusion set leaks. The customer was advised to change set and they will replace the 15 reservoirs and sets. No mention of high blood glucose trouble shooting performed in notes.